Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile. Serial number: (B)(4), catalog: 3501670. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the right and left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor siltex round moderate profile 450cc breast prostheses on (B)(6) 2018. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the right and left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor siltex round moderate profile 450cc breast prostheses on (B)(6) 2018. This report is for the right breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately < 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).